Manufacturer narrative:
Device out of warranty; no request for manufacturers service.

Event description:
The customer reported the ventilator went vent inop and alarmed during setup for use due to an exhalation motor error. Vent inop, when in use in normal ventilation mode operation, will stop providing ventilatory support to the patient. As the device is out of warranty, the facility biomedical engineer contacted manufacturer's product support engineer (pse) for assistance. Pse advised the biomedical engineer evaluate the air and exhalation motor controller boards for the reported problem. The biomedical engineer reported the exhalation motor controller pcb board was replaced to correct the reported problem.